Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the unknown treatment. Sd cards do not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
The patient received two unknown treatments by the lifevest: (B)(6) 2022 10:23:42 and (B)(6) 2022 10:24:18. The patient was reportedly conscious at the time of the event. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device had multiple download communication faults. The response buttons were not pressed during the event no injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.